Manufacturer narrative:
(B)(4). Batch # n56x6p. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly damaged. The device was received with a cartridge loaded with the proximal 34 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, the knife was detached from the cartridge. Further analysis showed that the knife shroud and the cartridge pan were damage making the reload non-functional. It is possible that the reload was not properly loaded into the device, causing the damage to the cartridge, causing the knife to become detached. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: how was the procedure completed? Manual cut and suture. Did any pieces fall into the patient? We are not sure. If yes, were they retrieved? The nurses tried retrieving as many pieces as possible, but they were not sure about that. Will all pieces be returned with the device? Yes. If no, were they discarded? No. We are going to return the device itself and the pieces.

Event description:
It was reported by the affiliate that during an open cystectomy procedure, during firing, the firing knob and the blade were broken and it stopped at the middle of the anvil. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.